Manufacturer narrative:
A report was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg was not holding a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg was not holding a charge. The patient will undergo an ipg replacement procedure.